Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation noted 6 unopened clean-cath intermittent catheters in original packaging. All 6 catheters appeared to be bent, most likely due to packaging/shipping conditions. All 6 catheters were correctly packaged with one catheter per package, and with the catheter tip pointing away from the opening end. All packages were separated from each other. Upon opening, all catheters were easily removed from the package. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿this is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of device, which may lead to device failure, and/or lead to injury, illness or death of the patient."

Event description:
It was reported that the vinyl catheters were loaded upside down within the packaging.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the vinyl catheters were loaded upside down within the packaging.

Event description:
It was reported that the vinyl catheters were loaded upside down within the packaging.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation noted 6 unopened clean-cath intermittent catheters in original packaging. All 6 catheters appeared to be bent, most likely due to packaging/shipping conditions. All 6 catheters were correctly packaged with one catheter per package, and with the catheter tip pointing away from the opening end. All packages were separated from each other. Upon opening, all catheters were easily removed from the package. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿this is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of device, which may lead to device failure, and/or lead to injury, illness or death of the patient."